Manufacturer narrative:
H.6 investigation summary: one photo displaying the bottom view of sixteen visible blister packs in strips of three was received and evaluated. It was observed there was no perforation between packages, and one was empty. The empty package and missing perforation were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the empty package and missing perforation defects are associated with the packaging process. No corrective actions are necessary based on the defective rate identified. Batch 9318761 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a poor perforation was found during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "product does not appear to have tear tabs in between syringes. "

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a poor perforation was found during use with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter, "product does not appear to have tear tabs in between syringes. "